Manufacturer narrative:
The date of the event was reported as an unknown date between (B)(6) 2019 and (B)(6) 2019. Recall: 3010291427-09/12/2018-001-r. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported one 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was observed leaking along the bottom seam near the ports. The event occurred after filling with tpn. The leak was discovered prior to patient use. No additional information is available.

Manufacturer narrative:
Correction to d1 and d4: the correct brand name is 3000 ml tpn bag, previously submitted as 2000 ml tpn bag. Catalogue #: the correct catalogue # is h938741, previously submitted as h938740. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received in a condition (excessive mold and contamination) where an evaluation could not be performed; no functional testing was performed. The reported condition could not be verified due to the nature of the returned sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted